Event description:
An alarm issue was reported with the adc application in use with samsung phone/ os 11. The low/high glucose alarm did not sound and therefore the customer was not alerted of changes in glucose level. As a result, the customer experienced convulsion and a loss of consciousness. The customer was transported to the hospital where oral and intravenous glucose were provided to treat hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) and applicator has been returned and investigated. Visual inspection has been performed on the returned applicator and no damage was observed. Applicator had not been fired and sheath was locked. Sensor plug was properly seated and no physical damage is observed on sensor patch. Sensor patch was still in the applicator, sensor had not been applied. Sensor state was 1 (storage state) and no event logs were observed. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing low alarm. Successfully received low glucose alarms using a similar configuration and was not able to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application. The low/high glucose alarm did not sound and therefore the customer was not alerted of changes in glucose level. As a result, the customer experienced convulsion and a loss of consciousness. The customer was transported to the hospital where oral and intravenous glucose were provided to treat hypoglycemia. There was no report of death or permanent injury associated with this event.